Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat cystocele, rectocele, sui, lateral paravaginal defect, enterocele, vaginal vault suspension and mesh was implanted. It was reported that the patient had a concurrent procedure of a lateral vaginal repair, anterior and posterior colporrhaphy, anterior uphold polypropylene graft, posterior free polypropylene graft, perineoplasty and cystoscopy performed during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh, solyx sis and uphold were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 6/28/2017 additional information.